Event description:
It was reported the ultrasound gastrovideoscope handle sheath is torn. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. The device was returned to olympus for inspection and insertion tube protector was found damaged as well as the forceps cover adhesive was missing. Based on the results of the investigation and since the actual product has not been returned to the quality department of the shirakawa plant and the detailed condition of the actual product cannot be confirmed, the information obtained from the survey results did not lead to the identification of the probable cause. The root cause could not be identified. Olympus will continue to monitor field performance for this device.